Event description:
It was reported that the emergency department was placing the catheter into the right femoral of a (B)(6) year old female patient. During insertion, the physician was attempting to remove the spring wire guide (swg) and it unraveled, but was withdrawn intact. The catheter was left in place and the location was verified by x-ray. There was no delay in treatment, no patient death and no patient complications were reported. The patient was admitted.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.